Event description:
New information was received that the implantable cardioverter defibrillator (ICD) exhibited was explanted and replaced. The patient was stable.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited failure to capture. The device will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
Reported complaint of inability to capture was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including lead impedance, output and sensing testing, and no issues were noted. Longevity assessment found the device was operating above elective replacement indicator (eri) level and within expected longevity.